Event description:
It was reported that the second t-bar failed to deploy in two instances. Access was difficult for the surgeon and this is likely due the shaft being bent during insertion. No patient injury or significant delay were reported. Back up was available.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is bent on two planes. No ts or suture remain on the delivery needle or were returned for examination. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.